Event description:
Initially it was reported by arjohuntleigh representative that resident fell to the floor during use of maxi move passive lift: "was told the clip [of sling] came off of the lift and the resident was dropped to the floor". Device examination showed that lift's condition is good for its age. The sling was an older sling with the grey clip but was okay for it age. Function test performed after the reported incident showed lift was working to OEM specifications, no issues with a lift was found.

Manufacturer narrative:
Based on the information gathered one of the sling clips detached from the spreader bar of the maxi move lift, when the resident was suspended in the sling over the bed. The incident occurred when resident was waiting for replacement of lift battery to enable to continue transfer, as the process had been interrupted due to discharged battery as a consequence the resident slipped out of the sling on the bed and then rolled down to the floor. No more details were received regarding the resident outcome, despite our study best efforts. An investigation was carried out into this complaint when reviewing similar reportable events, we have found a number of cases with similar fault description (clip detachment). The trend observed for reportable complaints with this failure mode is currently considered to be relatively low and stable. The maxi move lift and the sling were inspected and no malfunctions were found that could have caused or contributed to the event. An on-site inspection found the sling fitted with "grey" clips. Production of slings with grey clips was stopped between 2005 and 2006. Following the lift instruction for use (IFU) the sling should be discarded after two years lifetime, or earlier, if damaged the sling involved was after its lifetime, however it should not impact the performance of the sling when used according to the IFU, this is an indication that the sling should be withdrawn from use and replaced. It was also indicated that the battery of the lift was not fully charged before transfer. Following the lift IFU it is recommended that a freshly charged battery pack is always available. Based on the inspection results conducted by our rep who visited the customer site, the lift and the sling were found to be in good condition. The sling and the lift, which work together as a system, were found to have been up to specification. The sling and the lift were being used for patient relocation when the event took place and in that way contributed to the outcome of the event. A sling clip, once correctly attached and monitored to stay in place, is locked in position with the weight of the patient. During the clip detachment the person is likely to fall off from the sling, toward the corner where the clip is not in place, what is shown in simulations from simulations, it is known that in the situation, when the clip is not attached and under tension with the weight of the person in the sling from the start, a drop will be immediate the only exception being: when a person is lifted from a horizontal position (bed in this case) and a leg clip is not attached. However, typically when the patient is put into a more upright, seated position, the weight shifts towards the missing clip strap and the person falls out. Following the above scenarios, it appears most likely that the clip was not in place at the start of the lifting procedure and could wiggle off when the patient was put into a more upright, vertical position there is a possibility that caregivers did not follow the labeling and did not check the clips, if those are correctly attached and remain in tension, as the weight of the resident is gradually taken up. From this evaluation it would appear most likely that the event was caused by the user not following the IFU, due to lack of awareness of the IFU contents. Note that the customer was visited and interviewed by a local arjohuntleigh representative but could not provide any training dates for staff. Arjohuntleigh suggests to remind the customer employees of the device labeling, with special attention to correct lifting procedure and check of sling and the battery before transfer. Ref #1419652-2015-00213.

Manufacturer narrative:
(B)(4). As of 2014 that number was de-activated due to the site no longer shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh (B)(4)'s complaint handling establishment and any medwatch reports will be submitted under registration. We are aware that this is past the 30 day deadline for reporting. The service unit forwarded the info to the MFR regarding the failure with a delay due to processing errors. Counselling as well as a review of the FDA reporting guidelines has been initiated to ensure all future reports are submitted on time. Additional info will be provided following the conclusion of the investigation.